Event description:
A customer reported that during surgery, a system message displayed and the lamp was overly warm. The system was switched out to complete the case. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and replaced the xenon lamp. Preventive maintenance was performed. The sys was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. Since no sample has been returned for eval the root cause of the reported event cannot be determined conclusively. However, the most likely cause of the reported event can be attributed to a nonconforming xenon lamp. (B)(4).